Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-100, serial number (B)(4)) was involved in a patient incident. A bronchoscopy was performed to ablate a foreign body (i.e., a suture) in the bronchus. A fiapc probe (part number 20132-200, lot number 163747) was used with apc/esu system. When activated, a flame developed at the probe's tip. Therefore, the bronchoscope along with the probe were removed from of the patient. Then, a popping sound was heard and a flame was visible in the breathing tube. The patient suffered a burn to the bronchial tract and larynx. To address the issue, a long-term intubation and ventilation of the patient was required.

Manufacturer narrative:
The apc/esu system and fiapc probe were thoroughly inspected/tested by erbe (B)(4). A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. In addition, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices (note: an inspection of the fiapc probe revealed that the distal end had been burnt-off). In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the reported event, it appears that the concentration of oxygen at/around the probe's tip in the airway was at such a level that upon activation a combustion/fire occurred. The potential of this complication is well documented in published literature and is widely known in the medical community. Additionally, there are warnings regarding this type issue in the apc 2 user manual. No trends have been identified and erbe USA, inc. Is now closing the file on this event.